Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages and was receiving a service code 204 (belt/monitor unusable).